Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent t4 hardware removal and wound washout with t2-t5 posterior spinal instrumentation and fusion (psif). Patient tolerated procedure well and was discharged to rehabilitation with an attached cervical thoracic orthosis (cto) collar. It was noted that there was a consideration of forteo for and outpatient referral to rheumatology.